Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. The power switch overlay was replaced to address the reported issue.

Event description:
The manufacture's field service engineer reported led indicator faulty. The ventilator was not in use on a patient at the time of the event occurred.